Event description:
It was reported patient experienced ineffective stimulation. Investigation was unable to identify which lead attributed to the issue. Surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. Patient's weight was requested but not yet received. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000158253.